Event description:
Went into pt room with other staff and pt was sitting on the floor. Pt stated she was trying to sit on the end of the bed and the bed tipped forward causing her to slide off bed onto floor. Got pt up off of floor and into a wheelchair. Pt states she had not hit her head and she was "fine". Per ed manager, we have them in almost every room here. Because they are a lot lighter than the traditional stretchers used - if a large patient sits on the end on the stretcher (like this patient did) it can act almost like a see-saw - pivoting up in the air. This occurs even if the stretcher bottom is locked. When unlocked, it poses an equally dangerous problem - because then the bottom of the stretcher bows, causing a patient to slide off the bottom.